Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a caution negative ultrafiltration (uf) alarm in drain 3 of 4. The hp stated this was the first time he has seen this type of alarm. The technical service representative (tsr) had the hp press stop/go then reviewed the drain volume 4327ml, fill volume 2500ml. The tsr reviewed the therapy information to confirm the fill volume of 2500ml, continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, total volume 10000ml, therapy time 8.5hours, last fill volume 0ml, 4 cycles. The hp felt empty and had no other issues. The tsr assisted the hp to bypass to fill 4 of 4 to finish therapy. The tsr arranged for swap. The registered nurse (rn) would program. An additional call from the hp was made to baxter during dwell 4 of 4. The hp reported no further issues and was feeling ok. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be use error; clinician inappropriately set the minimum drain volume percent setting too low. The device meets specification for the reported issue of iipv. This issue is being investigated through a CAPA.